Event description:
Boston scientific received info that the pt with this right atrial (ra) lead underwent a mitral valve replacement and a coronary artery bypass graft procedure. During this procedure, the pacemaker function was tested and there was no capture in either bipolar or unipolar configuration and no sensing. The pacing impedance measurements were 400 - 600 ohms. The lead was found to have dislodged. A revision procedure was performed and the lead was explanted. No adverse pt effects were reported. At this time, this lead has not been returned. If add'l info is received, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.